Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aortic neck angulation at implant was approximately 70 degree and 15 mm in length. It was reported a distal type ib endoleak from the left iliac limb was observed due to highly tortuous anatomy. The distal type I endoleak was treated with an endurant 16x10x124 limb, it was implanted at the intended location. However, upon reseating of the delivery system, the taper tip would not withdraw passed the original of the left common iliac artery. The delivery system was attempted to be withdrawn per the IFU. Per the physician the taper tip was stuck due to the severe stenosis in the left common iliac origin. The tapered tip was catching in the iliac limb stent graft, when the physician attempted to withdrawal the taper tip, the iliac limb compressed and prevented the reseating of the taper tip to the graft cover. A bailout was performed and all of the external components were removed to allow for a sheath to be passed over the nitinol tubing and tapered tip, but was unsuccessful. Pta ballooning, dilators, directional guides, catheters, stiff guidewires, soft guides were also attempted to be used to free the delivery system from the limb, but nothing would work. After all above efforts the decision was made to cut off the exposed nitinol tube and leave the tapered tip with stent grafts in the patient. At this time the ipsilateral limb and the extension stent grafts had occluded, which was due to the embedded tapered tip assembly in thrombus. A femoral to femoral bypass was then performed. The physician stated that the event was related to the highly tortuous and calcified iliac arteries. The physician is not removing the taper tip due to the invasiveness of the operation, the patient is not an open surgical candidate and there is good blood flow with the femoral to femoral bypass to the lower extremities. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Film review and analysis: review of a single still angio image during an intervention revealed that an endurant system was implanted; the bifurcate was positioned approximately 5mm below the renal arteries and an endurant aortic cuff was placed above the bifurcate just below the level of the renals. The cuff/bifurcate were angulated approximately 70 deg l-r to the iliac limbs. Aptus staples were also seen placed into the proximal neck 5 ¿ 10mm below the top of the bifurcate. The ipsi limb was positioned into the left common iliac artery; the left iliac limb appeared narrowed. The contra limb crossed over the ipsi limb and was placed within the right common iliac artery. The tapered tip and spindle from the cuff delivery system were seen within the ipsi limb; the proximal end of the tip was just below the level of the flow divider and the bottom of the tip was approximately 3cm below the gate. The spindle was not recombined and positioned 1cm below the tip. From this still image no contrast was seen within the device except within localized areas of the aortic body and contra limb just below the gate. The cause of the limb extension delivery system removal difficulties could not be determined. Images of the stuck iliac limb delivery system was not seen in the film provided. It is possible that the patient anatomy and the compressed left iliac limb prevented reseating of the tip into the graft cover and led to the inability to remove the delivery system. The cause of the distal type I endoleak also could not be determined from this image. This may have been due to the reported tortuous iliac anatomy.